Event description:
A surgeon reported that the rear haptic was broken following implantation of an intraocular lens (iol). A broken piece of the haptic was found in the cartridge. The iol was removed without having to enlarge the wound. Add'l info was received from the surgeon, who indicated the pt was transferred to the hospital following surgery. It was unk if a new iol was implanted. Add'l info has been requested.

Manufacturer narrative:
The product was not returned to for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported in the lot. Add'l info has been requested. (B)(4).